Manufacturer narrative:
The bse replaced the alternating current (ac) power cable to resolve the electrical safety issue. Following the part replacement, the bse completed a performance verification test (pvt) which the device passed. The device was being returned to the customer fully functional and ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the power cables resistance was found to be higher than allowed per the device specifications. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The bench service engineer (bse) evaluated the device and the issue with the power cord resistance was found. The bse determined that the power cable would require replacement to resolve the issue. This investigation is ongoing.